Manufacturer narrative:
The full patient identifier is case-(B)(6). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. : the access accutni +3 reagent was not returned for evaluation. Customer did not note any assay or system issues at the time of the event. Quality control was within range at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On 28oct2019, the customer reported that on (B)(6) 2019 an erroneous elevated troponin I (access accutni +3) result was generated for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The initial result obtained was 1.03 ng/ml. This sample was repeat tested and a result of 1.12 ng/ml was obtained on (B)(6) 2019. There was a report of change to patient treatment. The customer reported that the patient underwent a treadmill nuclear stress test, EKG and a gated spect scan. The patient was also treated with aspirin and sublingual nitroglycerine. The customer was unable to provide additional details to confirm if these changes to treatment were based solely on the elevated access accutni patient results. The customer is using a reference range of 0.00 - 0.03 ng/ml. The beckman coulter reference range is 0.00 - 0.04 ng/ml. The laboratory noted no issues with quality control. Other system performance indicators such as system checks and calibrations were requested but were not provided for evaluation. The patient's sample was collected in a 13x75 green top becton dickinson (bd) brand tube. Sample was centrifuged at 5000 rpm for 5 minutes and run on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system in the primary container. No other sample collection information was provided.